Manufacturer narrative:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of anaphylactic shock ("anaphylactic shock due to nickel allergy") and abdominal pain ("abdominal pain"). The subject's past medical history included nickel sensitivity, asthma (without treatment), menarche (12 years), gravida (gravida 4), parity 3 (para 3) and abortion (1 abortion). The patient´s last menstrual period prior to placement procedure was on (B)(6) 2012 (33 days of menstrual cycle). Adequate visualization of the right and lft tubal ostia was achieved. At least one essure micro-insert passed through the channel of the scope at any time during the procedure. Left tube trailing length of coil was 5, right tube trailing length of coil was 5. Concomitant products included diazepam in 2012 for general anesthesia, ibuprofen in 2012 for procedural pain as well as hormonal contraceptives for systemic use. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 3 years 6 months after insertion of fallopian tube occlusion insert, the subject experienced abdominal pain (seriousness criteria intervention required). On (B)(6) 2016, the subject experienced anaphylactic shock (seriousness criteria medically significant and intervention required). The subject was treated with methylprednisolone (urbason), dexchlorpheniramine maleate (polaramin), ranitidine, paracetamol, and surgery (essure withdrawn via hysteroscopy, localized prior via ultrasound (hospitalization)). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain and anaphylactic shock had resolved. The investigator considered abdominal pain and anaphylactic shock to be related to fallopian tube occlusion insert. The reporter commented: the patient explains that the first year after the placement of essure she did not have any significant problem. After that time, she started having headaches and nonspecific abdominal discomfort that he defined as "burning and itching" that made her take analgesia. She reported from may episodes of sudden edema on the fingers without clear diagnosis. Evolution: relates improvement of asthenia headache, pelvic pain, back pain, pain with intercourse. Essure removal was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: (B)(6). Ultrasound uterus - on (B)(6) 2016: no portion left inside after device removal provides report allergy to the following components: nickel sulfate, p-phenylenediamine, p-aminodiphenylamine, p-aminopherol p-phenylenediamine, dimonotoluene sulfate, phenylenediamine dihydrochloride (B)(6) 2016 hematimetry: leukocytosis 16900, neutrophilia of 90.6%, (B)(6) 2016 hysteroscopy: uniform uterine cavity, not fibroids or fibroids, both ostium visible, essure removal without complications. Most recent follow-up information incorporated above includes: on 2-sep-2017: patient's information was updated, and the event "abdominal pain" was added. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-sep-2017 for the following meddra preferred terms: anaphylactic shock. The analysis in the global safety database revealed 04 cases. Abdominal pain. The analysis in the global safety database revealed 1.233 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 10024) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy"), dyspareunia ("pain with intercourse"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headache") and hypersensitivity ("allergic reaction"). The subject's past medical history included nickel sensitivity, asthma (without treatment), menarche (12 years), gravida (gravida 4), parity 3 (para 3) and abortion (1 abortion). The patient´s last menstrual period prior to placement procedure was on (B)(6) 2012 (33 days of menstrual cycle). Adequate visualization of the right and lft tubal ostia was achieved. At least one essure micro-insert passed through the channel of the scope at any time during the procedure. Left tube trailing length of coil was 5, right tube trailing length of coil was 5. Concomitant products included diazepam since (B)(6) 2012 for general anesthesia, ibuprofen since (B)(6) 2012 for procedural pain as well as hormonal contraceptives for systemic use. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 5 months after insertion of fallopian tube occlusion insert, the subject experienced allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the subject experienced headache (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the subject experienced hypersensitivity (seriousness criterion hospitalization). The subject was treated with methylprednisolone (urbason), dexchlorpheniramine maleate (polaramin), ranitidine, paracetamol, surgery (essure removed by hysteroscopy), surgery (essure removal), surgery (essure removal by hysterectomy), surgery (essure removed by hysteroscopy), surgery (essure withdrawal by hysteroscopy (hospitalization)) and surgery (essure removed by hysteroscopy). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the hypersensitivity had resolved. On (B)(6) 2016, the pelvic pain, dyspareunia, back pain, abdominal pain and headache had resolved. At the time of the report, the allergy to metals had not resolved. The investigator considered abdominal pain, allergy to metals, back pain, dyspareunia, headache, hypersensitivity and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: the patient explains that the first year after the placement of essure she did not have any significant problem. After that time, she started having headaches and nonspecific abdominal discomfort that he defined as "burning and itching" that made her take analgesia. She reported from may episodes of sudden edema on the fingers without clear diagnosis. Evolution: relates improvement of asthenia headache, pelvic pain, back pain, pain with intercourse. Essure removal was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Ultrasound uterus - on (B)(6) 2016: no portion left inside after device removal provides report allergy to the following components: nickel sulfate, p-phenylenediamine, p-aminodiphenylamine, p-aminopherol p-phenylenediamine, dimonotoluene sulfate, phenylenediamine dihydrochloride on (B)(6) 2016 hematimetry: leukocytosis 16900, neutrophilia of 90.6%. On (B)(6) 2016 hysteroscopy: uniform uterine cavity, not fibroids or fibroids, both ostium visible, essure removal without complications . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: pelvic pain: the analysis revealed 11.765 cases. Allergy to metals: the analysis revealed 456 cases. Dyspareunia: the analysis revealed 168 cases. Back pain: the analysis revealed 566 cases. Abdominal pain: the analysis revealed 2.358 cases. Headache: the analysis revealed 115 cases. Hypersensitivity: the analysis revealed 58 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 12-jul-2018: according to sae reconciliation team, saes abdominal pain, back pain, headache, nickel allergy, pain with intercourse and pelvic pain were changed to serious with seriousness criterion ¿medically important¿. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 10024) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of hypersensitivity ("allergic reaction"). The occurrence of additional non-serious events is detailed below. The subject's past medical history included nickel sensitivity, asthma (without treatment), menarche (12 years), gravida (gravida 4), parity 3 (para 3) and abortion (1 abortion). The patient´s last menstrual period prior to placement procedure was on 01-jul-2012 (33 days of menstrual cycle). Adequate visualization of the right and lft tubal ostia was achieved. At least one essure micro-insert passed through the channel of the scope at any time during the procedure. Left tube trailing length of coil was 5, right tube trailing length of coil was 5. Concomitant products included diazepam since 3-aug-2012 for general anesthesia, ibuprofen since 3-aug-2012 for procedural pain as well as hormonal contraceptives for systemic use. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In august 2012, the subject experienced pelvic pain ("pelvic pain") (seriousness criterion intervention required), back pain ("back pain") (seriousness criterion intervention required) and abdominal pain ("abdominal pain") (seriousness criterion intervention required). In august 2014, the subject experienced headache ("headache") (seriousness criterion intervention required). On (B)(6) 2016, 3 years 6 months after insertion of fallopian tube occlusion insert, the subject experienced hypersensitivity (seriousness criterion hospitalization). The subject was treated with methylprednisolone (urbason), dexchlorpheniramine maleate (polaramin), ranitidine, paracetamol, surgery (essure removed by hysteroscopy), surgery (essure removed by hysteroscopy), surgery (essure withdrawal by hysteroscopy (hospitalization)) and surgery (essure removed by hysteroscopy). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, back pain, abdominal pain, headache and hypersensitivity had resolved. The investigator considered abdominal pain, back pain, headache, hypersensitivity and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: the patient explains that the first year after the placement of essure she did not have any significant problem. After that time, she started having headaches and nonspecific abdominal discomfort that he defined as "burning and itching" that made her take analgesia. She reported from may episodes of sudden edema on the fingers without clear diagnosis. Evolution: relates improvement of asthenia headache, pelvic pain, back pain, pain with intercourse. Essure removal was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 3-aug-2012: negative ultrasound uterus - on 23-feb-2016: no portion left inside after device removal provides report allergy to the following components: nickel sulfate, p-phenylenediamine, p-aminodiphenylamine, p-aminopherol p-phenylenediamine, dimonotoluene sulfate, phenylenediamine dihydrochloride *18-feb-2016 hematimetry: leukocytosis 16900, neutrophilia of 90.6% *23-feb-2016 hysteroscopy: uniform uterine cavity, not fibroids or fibroids, both ostium visible, essure removal without complications. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 25-may-2018 for the following meddra pts: pelvic pain: the analysis revealed 11387 cases (excluding this case). Back pain: the analysis revealed 523 cases (excluding this case). Abdominal pain: the analysis revealed 2235 cases (excluding this case). Headache: the analysis revealed 114 cases (excluding this case). Hypersensitivity: the analysis revealed 55 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 23-may-2018: investigator reported "allergic reaction" (previously reported as "anaphylactic shock due to nickel allergy") led to hospitalization, re-admission or prolongation of hospitalization (serious criterion changed from previous "intervention required"), treatment was performed with medication (prev: surgery essure removed by hysteroscopy). Start date for abdominal pain updated to aug-2012 (prev: 18-feb-2016 ). New events: pelvic pain. Back pain. Headache: all considered severe and serious: intervention required specified as essure removed by hysteroscopy, all considered probably related to essure incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: 10024) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of hypersensitivity ("allergic reaction"). The occurrence of additional non-serious events is detailed below. The subject's past medical history included nickel sensitivity, asthma (without treatment), menarche (12 years), gravida (gravida 4), parity 3 (para 3) and abortion (1 abortion). The patient´s last menstrual period prior to placement procedure was on (B)(6) 2012 (33 days of menstrual cycle). Adequate visualization of the right and lft tubal ostia was achieved. At least one essure micro-insert passed through the channel of the scope at any time during the procedure. Left tube trailing length of coil was 5, right tube trailing length of coil was 5. Concomitant products included diazepam since (B)(6) 2012 for general anesthesia, ibuprofen since (B)(6) 2012 for procedural pain as well as hormonal contraceptives for systemic use. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain ("pelvic pain") (seriousness criterion intervention required), dyspareunia ("pain with intercourse") (seriousness criterion intervention required), back pain ("back pain") (seriousness criterion intervention required) and abdominal pain ("abdominal pain") (seriousness criterion intervention required). On (B)(6) 2014, 1 year 5 months after insertion of fallopian tube occlusion insert, the subject experienced allergy to metals ("nickel allergy") (seriousness criterion intervention required). In (B)(6) 2014, the subject experienced headache ("headache") (seriousness criterion intervention required). On (B)(6) 2016, the subject experienced hypersensitivity (seriousness criterion hospitalization). The subject was treated with methylprednisolone (urbason), dexchlorpheniramine maleate (polaramin), ranitidine, paracetamol, surgery (essure removed by hysteroscopy), surgery (essure removal), surgery (essure removal by hysterectomy), surgery (essure removed by hysteroscopy), surgery (essure withdrawal by hysteroscopy (hospitalization)) and surgery (essure removed by hysteroscopy). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, dyspareunia, back pain, abdominal pain, headache and hypersensitivity had resolved. At the time of the report, the allergy to metals had not resolved. The investigator considered abdominal pain, allergy to metals, back pain, dyspareunia, headache, hypersensitivity and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: the patient explains that the first year after the placement of essure she did not have any significant problem. After that time, she started having headaches and nonspecific abdominal discomfort that he defined as "burning and itching" that made her take analgesia. She reported from may episodes of sudden edema on the fingers without clear diagnosis. Evolution: relates improvement of asthenia headache, pelvic pain, back pain, pain with intercourse. Essure removal was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Ultrasound uterus - on (B)(6) 2016: no portion left inside after device removal provides report allergy to the following components: nickel sulfate, p-phenylenediamine, p-aminodiphenylamine, p-aminophenol p-phenylenediamine, diaminotoluene sulfate, phenylenediamine dihydrochloride. (B)(6) 2016 hematimetry: leukocytosis 16900, neutrophilia of 90.6%. (B)(6) 2016 hysteroscopy: uniform uterine cavity, not fibroids or fibroids, both ostium visible, essure removal without complications. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: pelvic pain: the analysis revealed (B)(4) cases (excluding this case). Allergy to metals: the analysis revealed (B)(4) cases (excluding this case). Dyspareunia: the analysis revealed (B)(4) cases (excluding this case). Back pain: the analysis revealed (B)(4) cases (excluding this case). Abdominal pain: the analysis revealed (B)(4) cases (excluding this case). Headache: the analysis revealed (B)(4) cases (excluding this case). Hypersensitivity: the analysis revealed (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events nickel allergy and pain with intercourse added. Intervention required was considered by investigator. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported by an investigator and describes the occurrence of anaphylactic shock ("anaphylactic shock due to nickel allergy") in a (B)(6) female subject who received fallopian tube occlusion insert (batch no. 863571). The subject's past medical history included nickel sensitivity, asthma (without treatment), menarche (12 years), gravida (gravida 4), para (para 3) and abortion (1 abortion). The patient´s last menstrual period prior to placement procedure was on(B)(6)2012 (33 days of menstrual cycle). Adequate visualization of the right and lft tubal ostia was achieved. At least one essure micro-insert passed through the channel of the scope at any time during the procedure. Left tube trailing length of coil was 5, right tube trailing length of coil was 5. Concomitant products included hormonal contraceptives for systemic use, ibuprofen for procedural pain and diazepam for anesthesia. On (B)(6) 2012, the subject started fallopian tube occlusion insert at an unspecified dose and frequency. On (B)(6) 2016, 1296 days after starting fallopian tube occlusion insert, the subject experienced anaphylactic shock (seriousness criteria medically significant and clinically significant/intervention required). The subject was treated with methylprednisolone (urbason), dexchlorpheniramine maleate (polaramin), ranitidine, paracetamol and surgery (essure withdrawn via hysteroscopy, localized prior via ultrasound). Fallopian tube occlusion insert was withdrawn. On (B)(6) 2016, the anaphylactic shock had resolved. The reporter considered anaphylactic shock to be related to fallopian tube occlusion insert. The reporter commented: the patient explains that the first year after the placement of essure she did not have any significant problem. After that time, she started having headaches and nonspecific abdominal discomfort that he defined as "burning and itching" that made her take analgesia. She reported from may episodes of sudden edema on the fingers without clear diagnosis. Evolution: relates improvement of asthenia headache, pelvic pain, back pain, pain with intercourse. Essure removal was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: pregnancy test urine result was negative. On (B)(6) 2016: ultrasound uterus result was no portion left inside after device removal. Provides report allergy to the following components: nickel sulfate, p-phenylenediamine, p-aminodiphenylamine, p-aminopherol p-phenylenediamine, dimonotoluene sulfate, phenylenediamine dihydrochloride. (B)(6) 2016 hematimetry: leukocytosis 16900, neutrophilia of 90.6%. (B)(6) 2016 hysteroscopy: uniform uterine cavity, not fibroids or fibroids, both ostium visible, essure removal without complications. Company causality comment: this medically confirmed, study case report refers to a female subject who was involved in an interventional company sponsored study (study number: 16974). She had essure (fallopian tube occlusion insert) inserted and experienced anaphylactic shock due to nickel allergy approximately 3.5 years after placement. Essure was removed by hysteroscopy. The event resolved after intravenous corticosteroid treatment. Anaphylactic shock due to nickel allergy, considered serious by the investigator, is unanticipated according to the investigator's brochure of essure. The investigator assessed the event as related to essure. The essure insert consists of a nickel-titanium alloy, and patients with a history of nickel allergy may develop an allergic reaction to the device after the implantation. Typical allergy symptoms include rash, pruritus, and hives, which are typically manageable with anti-allergy medication. Anaphylactic shock is generally acute and more severe than the above symptoms, but considering the nature of the events and the course of the event, and in agreement with the investigator, the event is assessed as related to essure. The case was classified as incident because of device removal. A product technical analysis is expected.

Manufacturer narrative:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of anaphylactic shock ("anaphylactic shock due to nickel allergy"). The subject's past medical history included nickel sensitivity, asthma (without treatment), menarche (12 years), gravida (gravida 4), parity 3 (para 3) and abortion (1 abortion). The patient´s last menstrual period prior to placement procedure was on (B)(6) 2012 (33 days of menstrual cycle). Adequate visualization of the right and lft tubal ostia was achieved. At least one essure micro-insert passed through the channel of the scope at any time during the procedure. Left tube trailing length of coil was 5, right tube trailing length of coil was 5. Concomitant products included diazepam in 2012 for general anesthesia, ibuprofen in 2012 for procedural pain as well as hormonal contraceptives for systemic use. On (B)(6)2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 3 years 6 months after insertion of fallopian tube occlusion insert, the subject experienced anaphylactic shock (seriousness criteria medically significant and intervention required). The subject was treated with methylprednisolone (urbason), dexchlorpheniramine maleate (polaramin), ranitidine, paracetamol and surgery (essure withdrawn via hysteroscopy, localized prior via ultrasound). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the anaphylactic shock had resolved. The investigator considered anaphylactic shock to be related to fallopian tube occlusion insert. The reporter commented: the patient explains that the first year after the placement of essure she did not have any significant problem. After that time, she started having headaches and nonspecific abdominal discomfort that he defined as "burning and itching" that made her take analgesia. She reported from may episodes of sudden edema on the fingers without clear diagnosis. Evolution: relates improvement of asthenia headache, pelvic pain, back pain, pain with intercourse. Essure removal was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative ultrasound uterus - on (B)(6) 2016: no portion left inside after device removal provides report allergy to the following components: nickel sulfate, p-phenylenediamine, p-aminodiphenylamine, p-aminopherol p-phenylenediamine, dimonotoluene sulfate, phenylenediamine dihydrochloride. *(B)(6) 2016 hematimetry: leukocytosis 16900, neutrophilia of 90.6%. *(B)(6) 2016 hysteroscopy: uniform uterine cavity, not fibroids or fibroids, both ostium visible, essure removal without complications. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: anaphylactic shock. The analysis in the global safety database revealed 5 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 8-jun-2017: device evaluation received company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.